Manufacturer narrative:
It was noted that the device and medical records would not be made available due to hospital policy. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a range of motion issue involving a triathlon insert component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated the product was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated there have been no other similar reported events for the lot referenced. Conclusions: the reported event relates to the patient having a range of motion, flexion contracture issue. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause.

Event description:
The surgeon revised a triathlon poly insert on the left knee due to flexion contracture, range of motion issue.

Event description:
The surgeon revised a triathlon poly insert on the left knee due to flexion contracture, range of motion issue.